Event description:
It was reported that the lead was explanted due to infection and externalized conductors were noted during the procedure.

Manufacturer narrative:
A partial lead was returned in 2 pieces. Analysis found in- ternal abrasion at 12.5cm-15.0cm from distal tip. External abrasion was found at 12.3cm-12.5cm from connector pin, con- sistent with friction to the ICD can. External insulation abrasions were noted between 7.8cm-8.3cm from distal tip, consistent with friction to another device. The etfe coating was intact in all these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated, but not yet begun